Event description:
The customer reports that the device failed multiple op-checks for the pads test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Philips field service engineer evaluated the device and confirmed the reported complaint. It was found that the therapy pca and therapy connector needed to be replaced to resolve the problem. All performance assurance tests passed after both parts were replaced and the device was sent back to the customer. Since multiple parts were replaced we were unable to determine which part caused the failure.